Event description:
The customer stated that the paramedics were called to her home this morning due to high blood glucose levels. When the customer woke up, her blood glucose was 568 mg/dl, then went out of range. The customer changed the infusion set the night before, and felt like it didn't insert properly. When she removed it, the cannula was bent. The customer changed the infusion set, and her blood glucose levels started going back down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.